Manufacturer narrative:
During the time of the reported event, a steris service technician was performing service activity on the amsco drying cabinet. The technician had unlatched and partially opened the upper door and went around the cabinet to the clean side to service the dryer. While the technician was on the clean side, the employee subject of the event opened the main door of the dryer causing the upper door panel to drop down and contact her head. The technician completed his service activity, tested the function and operation of the device and confirmed it to be operating to specification. The amsco drying cabinet was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that when an employee was opening the door to their amsco drying cabinet, the upper door panel dropped down and contacted the employee's head. The employee sought and received medical treatment.